Event description:
During a patient use event, the user is reporting the device gave the "artifact detected" message several times. The pads were changed as they were not adhering to the patient. The patient survived.

Manufacturer narrative:
(B)(4).